Event description:
A malfunction alarm was reported involving an insulin pump distributed in slovakia. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, and the customer successfully performed this reset. The issue did not recur, and the customer continued to use the pump for insulin therapy.